Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that there are cracks around the display window of the insulin pump. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.